Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test, and that since then, batteries lasted in the insulin pump only 2-3 days. The battery indicator showed only two bars after the customer changed the battery. The customer had recurring lost sensor alerts and was advised that the highest current drain on the battery occurs when the insulin pump searched for the transmitter. The customer found no corrosion in the battery cap or compartment. The customer was advised to clean the battery cap and insert a new battery and monitor the issue. The blood glucose reading was 266 mg/dl at the time of the call and increased to 316 mg/dl during the call. The customer declined troubleshooting for high blood glucose.